Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from may 30, 2020 - june 04, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had damaged clamps. It was further reported the clamps had ¿shards of plastic break off as they closed them¿. This was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.